Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer failed calibration. There was no patient impact as the device was in preparation to be converted into a loaner.